Event description:
Same case as MDR ID: 2134265-2013-09395 and 2134265-2013-09394. (B)(4) clinical study. It was reported that cardiac chest pain and restenosis occurred. On (B)(6) 2013, identified the subject's qualifying condition was stable angina and the subject was referred for cardiac catheterization. The target lesion 1 was located in the proximal lad (left anterior descending) extending into the mid lad with 99 % stenosis, a length of 17.0 mm, and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation, placement of 3.00 x 20 mm and 3.00 x 20 mm study stents, with 0% residual stenosis. The target lesion 2 was located in the 1st diagonal with 99% stenosis, a length of 23 mm, and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation, placement of a 2.50 x 24 mm study stent, with 0% residual stenosis. The subject was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2013, the subject was hospitalized and was treated with medication. 1 day after, the site reported an event of cardiac chest pain and the subject underwent angiography. Six days after, the subject underwent CABG to the proximal lad and also to 1st diagonal. The subject was recovering and the event was resolving at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09394, 2134265-2013-09395 and 2134265-2014-06335. It was further reported that an event of "coronary atherosclerotic heart disease" instead of previously reported event of cardiac chest pain. A 3.5x24mm promus element stent was also implanted in the proximal lad lesion in (B)(6) 2013. 14 days following CABG procedure the patient was discharged

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09395 and 2134265-2013-09394. (B)(4). It was reported that cardiac chest pain and restenosis occurred. On (B)(6) 2013, identified the subject's qualifying condition was stable angina and the subject was referred for cardiac catheterization. The target lesion 1 was located in the proximal lad (left anterior descending) extending into the mid lad with 99 % stenosis, a length of 17.0 mm, and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation, placement of 3.00 x 20 mm and 3.00 x 20 mm study stents, with 0% residual stenosis. The target lesion 2 was located in the 1st diagonal with 99% stenosis, a length of 23 mm, and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation, placement of a 2.50 x 24 mm study stent, with 0% residual stenosis. The subject was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2013, the subject was hospitalized and was treated with medication. One day after, the site reported an event of cardiac chest pain and the subject underwent angiography. Six days after, the subject underwent CABG to the proximal lad and also to 1st diagonal. The subject was recovering and the event was resolving at the time of this report.